Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual inspection of the as returned product identified significant wear and debris about the outer threads. The implant is fractured at the collar. The internal drive feature contains a piece of unknown screw, which is fractured and unable to be removed. No pre-existing conditions were noted on the per, however the doctor does indicate that the patient's occlusal surface is not ideal. The reported product was located on tooth # 15 (fdi) and used for approximately 10.5 years. Device history record (DHR) review was completed for the subject lot number 61377417. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61377417) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Additional 510(k) number: k013227.

Event description:
It was reported that implant fractured and it was removed at tooth location 4. Pain was also reported.